Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) experienced a failure alarm during support. The device started having purge flow and pressure issues leading to a purge system stopped alarm. The initial aic was replaced, and the case continued. No harm or injury noted.

Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issues has been completed. The impella device has been returned for evaluation. Failure mode is due to air in purge line that was not properly de-aired preventing proper purge pressure from building. The root cause of the air in the purge is undetermined. This report is being filed as part of a retrospective review of historical records.